Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, the reload and adapter could not be connected. It was considered that the lock ring was broken. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient injury.